Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 46. Details of surgery: immediate extraction site. On (B)(6) 2018, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.